Event description:
Caller reported a cgm error, specifically error 42, related to the g6 sensor. No adverse impact to the customer¿s blood glucose level was noted. Technical support provided a complete pump reset, walking the caller through the process, and the cgm error code did not reappear after the reset. The caller successfully started a new sensor session.